Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient was seen in clinic with pocket infection caused by incision and device implant procedure. The issue was resolved by treating the patient with daily dressing changes for two weeks. The patient will be seen back in the clinic.